Manufacturer narrative:
D10 concomitant products: sigsdl45ctvt, sigsdl45ctvt 45mm vasculr/thin lng sd CT (lot#: n6b1397y); sigphandle, sig power sigphandle handle (serial#: (B)(6); sigpshell, sig power sigpshell control shell (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the laparoscopic left donor nephrectomy, when applied for the second firing on the renal vein, the device would not enter firing mode. After the reload was clamped on the renal vein, the green light did not illuminate. The surgeon tried to open the jaws but the reload would not open. Troubleshooting attempts included removing and reattaching the adapter, using a retraction tool in the center hole and turning clockwise with resistance noted, and resetting the handle; the issue persisted until the jaws reportedly popped open, allowing the device to be removed from the vessel and out of the trocar safely. The procedure was prolonged by approximately 5¿10 minutes, and the renal vein firing was completed using a manual stapler. No patient complications have been reported as a result of this event.